Event description:
Ventilator alarming due to insufficent o2 supply. Vent alarm said o2 analyzed lower then o2 dialed to pt signs. Increased of breathing decreased sat with increased hr and decreased bp. Pt taken off ventilator and bagged via 100%. Ventilator exchanged for another ventilator. Pt stabilized. Dr informed as well as pt's rn, and rt supervisor.